Event description:
It was reported that an ilet user experienced elevated blood glucose readings each morning, with a peak of 256 mg/dl after the usual breakfast. Agent troubleshooting with the user on the call confirmed infusion tubing delivered drops, after which insulin delivery was resumed and the set reconnected. Investigation of this case revealed that the user needs to be educated on priming and insulin delivery. The specific root cause remained unclear. Symptoms reported was dry mouth associated with hyperglycemia. Outcomes included temporary elevation of glucose that trended down to 132 mg/dl on cgm after reconnection and continued monitoring. It was concluded that the event was consistent with hyperglycemia with cause unclear and that device function was working after reconnection and resumed insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.